Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Expiration date, operator of device, and PMA/510k are unknown.

Event description:
It was reported that tubing was leaking. It was a slow leak from the circle part in the middle of the tubing, and all of the tubing has been leaking for the past three weeks. There has been multiple tubing issues but an exact number was not provided. There was not any pump alarms for low volume or any other alarms and pump is infusing properly. The tubing will be changed today when the mix is changed. This is a continuous infusion. Backup tubing was used. Life sustaining infusion was continued. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H4: device manufacture date could not be completed due to lack of information regarding lot number. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.